Manufacturer narrative:
Concomitant medical products: bone screw 6.5mm dia x 20mm long (cat# 120-65-20 / serial# (B)(4)). Cocr fem head 32mm +3.5 offset 12/14 (cat# 142-32-03 / serial# (B)(4)). Nv gxl liner neutral, 32mm ID group 1 cups (cat# 130-32-51 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 7.5 years post initial right tha, the female patient was brought back for right hip pain. Signs of osteolysis and a loose stem. The hip was dislocated, the femoral head removed, stem checked found loose and removed. Attention turned to cup. Liner was removed with a chisel, the bone screw was removed. The cup was checked and found to be well fixed. A new xle liner was implanted along with a hps stem. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos and x-rays received. The device is not available for evaluation as patient asked to keep implants.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3 the revision reported was likely the result of an insufficient bond between the femoral stem and the femoral bone, which led to the reported pain and signs of osteolysis. However, this cannot be confirmed because the revised components were not returned for evaluation and only one image and one radiograph were provided. The most probable root cause associated with the reported event of ¿loosening - femoral stem¿ is associated with weakened integration of the femoral stem at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.